Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the device was closed on normal rectum tissue. The stapler could not be fired and could not be opened. A pfannenstiel incision was used to cut the stapler out of the tissue (directly beneath the jaws). This occurred during first firing of the device with a gold reload. There were no other anomalies noticed during handling of the device. The procedure was finished successfully with another device. The patient is fine and there were no negative consequences. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Who fired the device? What was the users experience with the device? Where clips used during the case? What steps were taken to open the device?

Event description:
It was reported that during a laparoscopic sigma procedure, the device could not be opened after firing, have to remove it through a pfannenstiel's incision. No further information is available. The procedure was converted to open.

Manufacturer narrative:
(B)(4). Batch # m54v8z. Manufacture date: 8/11/2015, expiration date: 7/11/2020. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.